Event description:
The device was found to be in a hardware reset. It was recommended to explant the device.

Manufacturer narrative:
Memory map showed that the device went into bvvi while charging for fib therapy. The bvvi was due to a power on reset. The stored egm prior to bvvi event showed the device was fully functional at that time, but five delivered shocks were ineffective in reducing the arrhythmia. There was an anomalous signal at the end of the stored egm that indicates the hv output circuit was damaged during the fifth shock. The device output circuit may have been damaged at the fifth shock due to the fractured lead, and the bvvi was caused by the external defib shock that was administered.